Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
During the incoming inspection at the user facility, prior to pt use, the device was able to be programmed while the lockout switch was in the locked position. Though requested, no additional info was provided.